Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy resumed following the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The patient's programmer also reflects a communication error. It was stated the patient has not recharged the device in approximately 4 years. A company representative confirmed the issue using other external devices. As such the patient may undergo surgical intervention as the next course of action.